Event description:
Caller states, that pt 1 tested 2.7 inr on the device and 1.7 inr on a comparison lab. Pt 2 reportedly, tested 2.0 inr on the device and 1.2 inr on comparison lab. Pt 3 reportedly, tested 4.0 inr on the device and 2.8 inr on a comparison lab. No action taken based on device results. No adverse event reported. Requested return of a suspect device and replacement was sent.